Manufacturer narrative:
(B)(4). The opt970e optiflow plus tracheostomy direct connection interface is used to deliver humidified oxygen to patients via tracheostomy. The interface is held in place by a neck strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's trache. Method: the two complaint interfaces were not received at fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Result: the customer reported that two opt970e optiflow plus tracheostomy direct connection interfaces were found "cracked". Conclusion: without the complaint devices, we are unable to determine the cause of the reported event. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject interfaces would have met the specification at the time of production. Our user instructions that accompany the opt970e optiflow plus tracheostomy direct connection interface states: appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not crush or stretch tube, to prevent loss of therapy. To ensure loading and movement on tracheostomy tube is kept to minimum, make sure the lanyard is secured properly. Before connecting the interface, check for adequate gas flow.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that two opt970e optiflow plus tracheostomy direct connection interfaces were found "cracked" before use. There was no patient involvement.